Event description:
It was reported "the hcp failed to fire the skin stapler prior to use on patient(staples not firing)". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). UDI#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the first two staples appeared misaligned. There were 26 staples remaining in the cover block indicating that at least 9 staples were fired by the end user. The trigger was not returned engaged and no clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, two staples released one fully formed staple and one partially formed staple. Another attempt was made, two staples released one fully formed and one partially formed. On the third attempt, a staple formed and released properly. This was repeated 4 more times with the same result. To simulate insertion, the remaining staples were fired into a simulated skin pad. Upon the engagement of the trigger, the remaining staples were able to form and release properly into the simulated skin pad. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were discovered on the forming tool. It appeared that the staple misalignment prevented the remaining staples from consistently firing properly. The source of the staple misalignment could not be conclusively determined. Per DHR the product visistat 35r 6/box lot # 73g2300637 was manufactured on 07/18/2023 a total of (B)(4) pieces. Lot was released on 08/04/2023. DHR investigation did not show issues related to complaint. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared misaligned. Upon functional inspection, the first four staples misfired and the remaining staples properly formed and released. The sample was disassembled. Die casting were observed anomalies on the forming tool. No other defects or anomalies were observed. It appeared that the staple misalignment prevented the remaining staples from consistently firing properly. The source of the staple misalignment could not be conclusively determined. Non-conformance was opened by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the hcp failed to fire the skin stapler prior to use on patient (staples not firing)". No patient involvement reported.